Event description:
The advocate stated his wife received a blood glucose reading of 200mg/dl on the contour ts meter, re-tested on a different meter and the reading was 449mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.